Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller, serial number: (B)(6), was confirmed by review of the submitted log files; however, the alarm was not reproduced during testing of the returned system controller. Log files were submitted and downloaded for review and data associated with the reported event was observed from (B)(6) 2025 - (B)(6) 2025. The log files captured intermittent backup battery fault alarms due to the backup battery not passing the load test. During the alarm, the backup battery did not pass its load test due to the loaded voltage being outside the expected threshold as compared to the unloaded voltage. The driveline was disconnected that same day, consistent with the reported controller exchange. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing, and a fault was not reproduced. Provided information indicated that the system controller was exchanged to resolve the alarms. The root cause of the reported alarm could not be conclusively determined through this analysis. A corrective and preventive action was initiated to further address backup battery fault alarms. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing testing per the manufacturing test datasheet. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. Section 2 of the IFU, entitled ¿system operations,¿ describes the backup battery installation process and how to exchange the backup battery and system controller. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10 of the patient handbook, entitled, ¿safety checklists,¿ instructs users to regularly inspect their accessories ¿ including their system controllers ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault alarm. The patient had replaced their ebb earlier in the year. They elected to exchange the system controller. Log files were submitted for review. Following review, it appeared that there were ebb fault alarms captured on (2025 due to the ebb failing the load test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.